Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the female luer adapter of one device was cracked resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation. The photos were reviewed and show a crack in the luer adapter that caused leakage. Additionally, 10 retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged. Bd has initiated further root cause investigation relating to the issue of cracked luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the female luer adapter of one device was cracked resulting in sample leakage. No adverse impact was reported regarding the patient or user.